Manufacturer narrative:
Block b3: exact date unknown, event occurred several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. There was no device malfunction suspected. The patient was doing well postoperatively and the explanted ipg was kept by the facility.